Event description:
The dealer stated the consumer stated the chair is leaking grease on the right hand side. We spoke with tech services who confirmed this would be a left side motor.

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.